Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0ajew, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
A consumer reported the patient had an infection at the implantable neurostimulator (ins) site and leads. The infection happened when the ins was implanted. The entire system was removed to resolve the infection. The patient&#38112;indication for use is parkinson's dual and movement disorders.